Manufacturer narrative:
Investigation: additional info has been requested to investigate the adverse event. Implants used in surgery included: (B)(4) - polyaxial screw 06.mm, length 35mm; (B)(4) - polyaxial screw 06.mm, length 40mm; (B)(4) - pre-bent rod; (B)(4) - connecting clamp; (B)(4) - nut.

Event description:
Sales rep reports one case of broken screw at the s1 level but that fusion is healed.